Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter in the balloon. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot for this device was manufactured from may 9, 2014 to may 13, 2014. The sample was returned for evaluation. A batch review was conducted for potentially associated lot numbers s14b17087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection identified particulate matter approximately .1 mm in size in the bladder. Spectrophotometer scanning identified the particulate matter to be polyester. The cause of the particulate is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.